Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2011 the patient underwent following procedures: removal of hardware at l4-5. Instrumentation at l3 and l4. Left transforaminal lumbar interbody fusion at l3-4. Preoperative diagnosis: l3-4-5 instability and herniated nucleus pulposus. Previous l4-5 fusion. As per op notes: ¿a peek spacer was then packed with morsellized autograft and gently tapped into the interspace. Bone graft material was then packed medial and lateral to the spacer. Next, the facet joint on the opposite size was drilled out and packed with morcellized autograft as well as bmp-2. The opposite transverse space was drilled out and packed with morcellized autograft, allograft, and bmp-2.¿ post operatively patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.